Event description:
It was reported that the locking handle on the 9900 system fell off. Also, the image would continue to rotate after the button was released. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The locking handle and ps1 power supply were replaced during the service call. The system was tested and found to be working as intended, and put back into service.